Event description:
Status post bil. Subcutaneous mastectomies, 1980, for fibrocystic disease, 4 mos. Later reconstruction with gel implants, subcutaneous with severe contractures bilaterally. 1986 gel implants removed and replaced with saline implants also with immediate stage 4 contractures.